Event description:
Balloon inserted into lad which had been stented prior - inflation attempted....balloon removed as md thought balloon had ruptured. Upon removal it was noted that shaft had been stripped. Removed in 2 separate pieces from catheter.